Event description:
It was reported that during the load fill process, customer did not observe insulin exiting the tubing. Customer changed the cartridge and infusion set to resolve the issue. Customer's blood glucose (bg) was 21 mmol/l and customer delivered a correction bolus via the pump to resolve the bg. During troubleshooting with technical support, customer reported not to have used room temperature insulin when fill the cartridge. Customer successfully resumed insulin therapy.

Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge.